Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 294 mg/dl, 402 mg/dl and was over 400 mg/dl. The customer stated that they were treated with injection . Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege insulin pump was under delivering. They reported that the insulin exited at the quick release. The device will not be returned for analysis.